Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation found that according to machine and audit logs, a field was entered for treatment verification and the machine transitioned to a ready state. However, there was no indication of a beam on state in the logs for this field so the treatment to the field could not be validated from these logs. Review of the sdd logs has confirmed that the prescribed dose of 361.5 mu was successfully delivered to the field which the customer manually recorded. There was no patient mistreatment. Based on the information provided, there was no product malfunction and mosaiq is working as designed and intended. Mosaiq did not receive data from the linac to indicate that the beam was being delivered. As a result, mosaiq did not record a treatment for the field. Mosaiq can only record according to what it receives from the machine.

Event description:
Customer reported that after treatment the recorded beams were not recorded in mosaiq.